Event description:
It was reported that the patient had developed an infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted, a leadless pacemaker was implanted until a new implantable cardioverter defibrillator (ICD) system was implanted two months later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtpb2q1 crt-d, implanted: (B)(6) 2021; 429888 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.